Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient believes their implantable cardiac monitor (icm) is moving deeper and deeper into their chest. Follow up revealed that the patient had not contacted their doctor regarding this issue. The icm remains in use. No patient complications have been reported as a result of this event.